Manufacturer narrative:
The device was evaluated by the MFR and a damaged link was determined to be the cause of the heat. The increase in temperature is due to the friction caused by uneven wear of the bearing. The blade mount assembly and top hosing were replaced to repair the handpiece. The product was returned to the customer after repairs.

Event description:
It was reported that the blade mount was getting hot. This was discovered by the MFR while it was being serviced. There was no pt involvement or adverse consequences related to this event.